Event description:
It was reported that during the implant attempt the right atrial (ra) lead did not have adequate thresholds and sensing secondary to the patient's previous coronary artery bypass graft (CABG). It was also reported that after multiple attempts to find acceptable placement the helix would no longer extend. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysed. Primary results revealed that the distal conductor was distorted. There was blood present in/on the helix/lobe mechanism. Deformation/ fracture was noted in 5cm proximal section of the inner coil and extension problems.